Event description:
Per the clinic, the patient had a fall and experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.